Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's implantable pulse generator system was returned to the manufacturer for an unknown reason. The right atrial lead and right ventricular lead were analyzed and both tested out of specification. No patient complications have been reported as a result of this event.